Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the heater line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of six. The patient was connected at the time of the alarm. The patient stated the connection on the heater line was not tight and they did not verify if the patient line had completely prime before they connected. The renal therapy service (rts) agent advised the patient to cycle power on the homechoice to clear the alarm. Rts assisted the patient in proper disconnection and started over with new supplies. Proper procedure was reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.